Event description:
(B)(4). Same case as 2134265-2010-04657. It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. Lesion 1 was a de novo 3.00mm, 90% stenosed, 20mm long portion of the distal circumflex. The lesion was pre-dilated using a 2.50x14mm balloon at 16.0 atms. Taxus express2 3.00x20mm stent was implanted at 12.0 atms. The stent was post-dilated with the stent delivery balloon and the pre-dilatation balloon. Post-ivus was not performed, residual stenosis was 0%. Lesion 2 was a de novo 2.50mm, 90% stenosed, 14.0mm long portion of the 1st obtuse marginal. Pre-dilatation was not performed. A taxus express2 2.50x16mm stent was implanted at 12.0 atms. The stent was post-dilated with the stent delivery balloon and a 3.00x20mm balloon. Post-ivus was not performed, residual stenosis was 0%. The patient was discharged three days later with no angina symptoms. In (B)(6) 2010 the patient developed angina. (B)(6) days later a coronary angiography was performed, and it was discovered that the patient had stenosis in the 2nd obtuse marginal (2nd om). The lesion was 2.5x18mm with 75% stenosis. An unknown size non bsc stent was implanted in the 2nd om. The patient was discharged (B)(6) days later with the event resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged without complications on bayaspirin and patyuna. On 282 days post-index procedure, restenosis in the mid left anterior and distal left anterior was confirmed. Pci was performed. The restenosis was treated with the implant of a non-bsc stent.